Manufacturer narrative:
Manufacturer's investigation conclusion: the reported circuit clotting and flow issue could not be confirmed as no product, images, or log files were provided. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with the eurosets oxygenator could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The production documentation for the eurosets oxygenator, lot number 11336108, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. No abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Based only on the information provided by the customer, eurosets determined that there was no correlation between the event and the eurosets device. The eurosets oxygenator, lot number 11336108, was not returned for evaluation. The eurosets oxygenator instructions for use (IFU) warns that during use, a spare oxygenator is necessary and warns that the device must be carefully and continuously checked by qualified healthcare professionals. Strictly monitor the device pressure gradient and gas transfer performances. The IFU lists possible risks and side effects, including thrombosis/oxygenator clotting. These are potential side effects of all extracorporeal blood circulation systems. The IFU also recommends monitoring blood coagulation parameters during bypass. Absence of adequate anticoagulation may result in clotting within the system and consequently occlusion of the circuit. The IFU also states that if particular situations occur which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. The eurosets amg pmp instructions for use (IFU), is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including thrombosis/oxygenator clotting. These are potential side effects of all extracorporeal blood circulation systems. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available. The IFU also warns that the patient and device must be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Strictly monitor the device pressure gradient and gas transfer performances. The IFU also recommends monitoring blood coagulation parameters during bypass. Absence of adequate anticoagulation may result in clotting within the system and consequently occlusion of the circuit. Thrombosis situation may lead to a possible marked decrease of the blood-gas exchanger performances (device thrombosis detectable through significant pressure drop, with consequent decreased blood flow and reduced gas exchange). Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. The production documentation for the eurosets oxygenator, lot number 11336108, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was placed on centrimag support in the catheterization laboratory. Upon initiation, a massive blood transfusion was started. Clot formation occurred within the circuit, resulting in a low flow alarm. The perfusionist observed cessation of flow and replaced the circuit. The original circuit had clotted off. The manager requested an explant kit for the motor and console to be tested for safety evaluation. The cannulas were flushed by the surgeon; however, no flow was observed, so the circuit change.

Manufacturer narrative:
Section a: patient initials not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.